Event description:
A talent thoracic stent graft system (MFR report # 2953200-2010-01712) was implanted in a patient for the endovascular treatment of an unknown indication approximately 16 months ago. The thoracic aorta and iliac vessel morphology at the time of implant were not reported. It was reported that approximately 1 month ago, the patient presented with chest pain and was coughing up blood. A secondary intervention was performed at another hospital, in which the grafts may have been relined with another manufacturer's graft. The stent grafts may have eroded through the aorta. No further information has been provided, and the patient's status is unknown.

Manufacturer narrative:
(B)(4): evaluation results: (unknown indication for initial implantation; unknown cause of graft erosion through the aorta).